Manufacturer narrative:
The insulin pump had an unexpected motor noise during rewind due to faulty motor. It passed the functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. It was also received with a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump sounded strange when doing prime and it seemed like it had difficulties pushing insulin out. She stated that the battery icon showed three bars, the drive support cap is normal and there were no alarms. The customer was advised to put the plunger back in the reservoir and push and there was no resistance. She then changed the infusion set and stated that the insulin pump did make the noise during rewind/prime but it was not as loud. Customer's blood glucose value was 12.9 mmol/l. The insulin pump was replaced and returned for analysis.